Event description:
It was reported that this right atrial (ra) lead got dislodged and was exhibiting loss of capture. The physician did a pocket revision and believed that the reason for the dislodgment was that the device was sewn onto the anterior wall of the pocket causing the dislodgement when the patient stood up. The lead was re-sutured to the posterior wall of the pocket. No additional adverse patient effects were reported.